Event description:
According to the customer, there were several incidents beginning on (B)(6) 2025 during vaccine administration where "the vaccine leaked from the attachment point of the needle while it was inserted in the participant's arm."

Manufacturer narrative:
According to the customer, there were several incidents beginning on (B)(6) 2025 during vaccine administration where "the vaccine leaked from the attachment point of the needle while it was inserted in the participant's arm." The customer reported that the patients involved were "revaccinated with a different needle" due to the reported issue. The customer did not report any serious injury or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.